Manufacturer narrative:
The technician replaced the head section assembly to repair the bed.

Event description:
Information received indicates the bottom of the head section popped out or the slider extrusions.